Event description:
A malfunction alarm labeled malf 0 was reported, but it did not negatively impact the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the reset process. After the reset, the malfunction code did not recur, and the customer was informed they could continue using the pump. The customer acknowledged the instructions and agreed to contact support if any issues arose again.